Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was not due to a hardware fault, as all ports and settings were confirmed to be correctly connected and configured. A field service engineer checked the port using a laptop, logged into the admin interface, and verified all settings to resolve the issue. The system functioned as intended after the field service engineer verified the device. Initial reported facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was offline and will not connect to the network. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.